Event description:
It was reported by the biomedical engineer, at the hospital, that the unit lost power in the middle of the case and there was no fluid spillage reported by the doctor. The doctor decided to use another unit to finish the case. The case finished without incident and there was no problem with the patient.

Manufacturer narrative:
We examined the implicated unit upon receipt and found that one of the capacitors, on the display (a purchased part), was opened. Root cause was unknown. This is the first incident of this kind.